Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported the patient¿s pump was alarming because it was empty. The environmental, external or patient factors that may have led or contributed to the issue was the patient did not want the pump anymore and was scheduled for (B)(6) 2019 explant. The company representative would meet the patient tomorrow to stop the pump completely at the office. There were no diagnostics or troubleshooting performed and no actions or interventions taken to resolve the issue. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury. No patient symptoms and no further complications reported or anticipated.